Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. Follow-up revealed that the patient¿s generator was replaced prophylactically and the lead was replaced due to high impedance. The explanted products have not been returned to date. Attempts for additional relevant information will be made.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the patient was experiencing an increase in seizures; therefore, the lead was replaced. It was reported that high impedance was observed and x-rays showed a possible lead break. The physician reported that the patient is severely delayed cognitively and was constantly picking at the incision which likely resulted in the lead break. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 01/25/2015. Note that the lead assembly (body) including the section of the connector boot containing the model and serial number tag and the electrode section was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were not performed, during the visual analysis, because the quadfilar coils were not returned. Analysis of the generator was completed on 01/27/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . There were no performance or any other type of adverse conditions found with the pulse generator.